Event description:
It was reported that, during preparation for water vapor therapy for benign prostatic hyperplasia, the needle would not retract after the delivery device connected with the generator. Error 211 was displayed on the generator. Several attempts were made to disconnect and reconnect the delivery device, but the error continued. The same error occurred when the new delivery device was connected. This complaint is for the first device.

Event description:
It was reported that, during preparation for water vapor therapy for benign prostatic hyperplasia, the needle would not retract after the delivery device connected with the generator. Error 211 was displayed on the generator. Several attempts were made to disconnect and reconnect the delivery device, but the error continued. The same error occurred when the new delivery device was connected. This complaint is for the first device.

Manufacturer narrative:
H6 impact codes: code added.